Event description:
It was reported the head-end of the stretcher was not lowering to specifications. It was reported when trying to lower the stretcher, it would go into reverse trend.

Manufacturer narrative:
Na